Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During the processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient is without stimulation and the implantable pulse generator (ipg) was unable to communicate with external devices. Patient programmer displayed a communication error message. Patient has not used or charged the ipg since (B)(6) 2019. Surgical intervention may take place at a later date.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was replaced and no reported complications during procedure. Reportedly patient with therapy post-surgery.